Manufacturer narrative:
Correction: g.4. Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 524/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. It was suspected that the most likely cause of infection was touch contamination by the patient based on culture results; however, this could not be confirmed by the outpatient clinic as they could not find anything wrong with the patient¿s aseptic technique while observing his pd setup and therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization by the request of the patient as he was transitioned to intravenous vancomycin (dosage and frequency not reported) for continued antibiotic therapy. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he remains hospitalized and awaiting discharge home. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with a plan to return to pd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The exact cause of this patient¿s infection cannot be determined; however, it was suspected that the patient¿s infection was the result of touch contamination as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. The likely cause of touch contamination is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 524/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. It was suspected that the most likely cause of infection was touch contamination by the patient based on culture results; however, this could not be confirmed by the outpatient clinic as they could not find anything wrong with the patient¿s aseptic technique while observing his pd setup and therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization by the request of the patient as he was transitioned to intravenous vancomycin (dosage and frequency not reported) for continued antibiotic therapy. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he remains hospitalized and awaiting discharge home. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with a plan to return to pd therapy on the same liberty select cycler upon resolution of infection.